Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right atrial (ra) lead revealed p wave amplitude variation, loss of capture, and far r over-sensing, confirming lead dislodgement which was confirmed through x-ray imaging. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.